Event description:
An optometrist reported a case of tissue erosion, extreme pain, photophobia and edematous lids, observed on a patient's left eye at six days post photo refractive keratectomy (prk). Reporter indicated the corneal epithelium was eroded and "heaped" inferiorly. Bandage contact lens was changed and told to continue use of topical antibiotic, steroid and artificial tear drops. Upon initial follow up, reporter indicated the patient was improving, no pain, and vision was improving. However, upon additional follow up, reporter indicated the patient's symptoms were continuing with no improvement in visual acuity, and use of prescribed eye drops were also continued.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).